Event description:
It was reported that patient presented with an alert for non-sustained lead noise due to t-wave oversensing. The device was reprogrammed, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.